Event description:
Caller reported that a t:slim x2 pump battery was not charging. Blood glucose level value was not reported, but there was no adverse impact to the customer's blood glucose level. The issue was resolved after the caller left the wall adapter plugged into a working outlet for at least 30 minutes using the original charging supplies, and the pump began charging.